Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal was confirmed to be caused by a kinked stylet; however the cause of the kinking could not be determined. The product returned for evaluation was one 4fr sl groshong nxt catheter w/ t-lock assembly and 3cg stylet. A gross visual inspection of the stylet found that the stylet had been partially retracted through the catheter tubing prior to receipt of the sample. Additionally, two kink locations were observed on the stylet, one at the 35 cm depth marker of the catheter tubing and another at the 55 cm depth marker of the tubing. Kinking of the stylet may cause resistance when attempting to remove the stylet. Microscopic inspection of the kink location and its surrounding area was unable to identify any other features which would indicate how the kink formed. The stylet was functionally tested by attempting to retract the stylet through the catheter tubing. During retraction, the stylet encountered resistance, causing the tubing to bunch up. The largest amount of resistance was encountered when passing over the kinked areas suggesting that the resistance was caused by the kinks. Based on the available evidence, it is likely that the kinks observed made stylet removal difficult; however, there were no features observed which could aid in identifying a specific root cause for the kinks. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported sterlet was stuck in the PICC and difficult to remove while inserting. Took a lot of force. No other information was provided.